Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015).the patient¿s meter has been returned on 2/17/2015 and evaluated by lifescan product analysis on 2/23/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high and low when compared to the doctor/clinic meter. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient was unable to recall when the meter started reading inaccurately but thought it was within ¿the last six weeks and this week in particular¿. She alleged, date/time unknown in (B)(6) 2014, blood glucose results were obtained with the subject meter which varied from that obtained on the doctor/clinic meter. No results for either meter were provided but a time difference between readings was given as less than 30 minutes. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of the alleged issue. She reported, date/time unknown, as a result of obtaining alleged inaccurate results, she developed symptoms of ¿hypoglycemia, confusion, sweating and nausea¿. She reported consuming food and/or drink to treat her symptoms. At other unspecified times, the patient treated symptoms using a ¿unalog insulin flex pen.¿ at the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The meter was set to the correct unit of measure and the patient was using an approved sample site. However, the patient did not have control solution with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.